Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a bend, as the package was opened. The catheter could not be inserted into the patient. Per additional information received: it was reported that water could not be injected into the balloon, as the user attempted to inflate the balloon using a syringe after the catheter insertion. The user stated that this event may have been caused by the bend of the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, a slight dent was noted on the returned catheter. Per functional testing, the balloon was inflated with 10ccof water using the normal fill technique and the balloon inflated without difficulty in 8sec and the inflation funnel did not balloon out during inflation. The balloon was the deflated and re-inflated using the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The dimensional evaluations were as follow: eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 7/32", eye snip distance from proximal cuff 7/32", rubberize thickness 14 thou, reinforcement 140 thou, inflation funnel thickness 55 thou, balloon thickness (average) 23 thou, inflation lumen coverage 11 thou. The device was dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method of use: the device is intended for single use only and is not reusable. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the catheter had a bend, as the package was opened. The catheter could not be inserted into the patient. Per additional information received: it was reported that water could not be injected into the balloon, as the user attempted to inflate the balloon using a syringe after the catheter insertion. The user stated that this event may have been caused by the bend of the catheter.